Event description:
It was reported the patient was having a ¿problem¿ with the medication in his pump at the time of initial report, the device system was used to infuse morphine. It was noted that the implant of the device was ¿pushed back a couple of weeks¿ the reason for this was not reported and morphine was put in the pump after the patient had explained to the healthcare provider (hcp) that he had trouble with morphine in the past (see manufacturer report 3007566237-2012-01685). It was further noted that the patient could only be on his feet for half an hour. He couldn¿t help his wife with household chores. The patient was only out of bed 2 hours daily, whereas he used to be very active. It was noted that for about 15 months the patient had trouble being out of bed for long periods of time. It was also noted that the patient got out of the hospital two weeks prior to the initial report and that he had pneumonia, it was unclear if the hospitalization was due to the pneumonia or what treatment was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had been discharged 2013-(B)(6) after the pump placement and there were no signs of pneumonia at that discharge. The hcp felt the pneumonia was not related to the pump placement directly and they could not determine when or how the patient acquired the infection. The patient had received antibiotics during his hospital stay for pneumonia. The patient had a normal recovery from the pneumonia and no issue with therapy during that time that they were aware of.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).